Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the top and bottom cases were in excellent condition. Check syringe plunger sensor was found in event history log. Functional testing was performed and the reported issue was duplicated during the self test. The right plunger case was cracked and the plunger head was damaged. The root cause of the issue was a result of the customer's physical damage to the device. Replaced left and right plunger cases and performed calibration on the pump and passed all the functional tests. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a check syringe plunger sensor error. No patient injury was reported.